Manufacturer narrative:
The device was received by the resmed technical service center in (B)(6) and an evaluation was performed. The evaluation determined that the device fault was due to a defective top case component. The top case was replaced to address this issue. During the service center evaluation, a faulty peep sensor was also observed. The main circuit board (pcb) was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a vertical line through the lcd module. There was no patient injury reported as a result of this incident.